Event description:
It was reported that during the initial implant procedure, dislodgment of the right atrial (ra) leas was observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.